Event description:
It was reported that there was oversensing on the atrial lead. Follow-up attempts were made and unable to confirm if any intervention was taken to resolve the oversensing. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.